Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll because a patient reported that the lifevest is too tight and digging into his ribs. It was confirmed that the patient has a skin irritation under the electrodes. The irritation was described as itchy, but there was no allegation of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patients nurse advised the patient to use water based and unscented lotion on the skin irritation. Follow up indicated that skin irritation is improving with the use of the unscented and water based lotion recommended by his nurse.